Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
During a follow up, it was reported to nevro that skin erosion was confirmed at the pocket site and subsequently device was explanted. There have been no reports of further complications.